Event description:
A customer in the united states contacted biomérieux regarding a misidentification of streptococcus gordonii in association with the vitek® ms instrument. The customer stated they obtained several different organism identifications: streptococcus pneumoniae, citrobacter freundii, low discrimination streptococcus pneumonia / streptococcus gordonii, streptococcus gordonii. The customer did not provide any evidence of alternate method testing to confirm the expected result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal and mzml data files have been requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in the united states contacted biomérieux regarding a misidentification of streptococcus gordonii in association with the vitek® ms¿ instrument. An internal biomérieux investigation was performed. Problem description: vitek ms results- (B)(6) 2018 (incubation time 24h): 2 no identification + 1 single choice to streptococcus pneumoniae. (B)(6) 2018 (incubation time 48h): 1 single choice to citrobacter freundii + 1 low discrimination result (streptococcus gordonii - streptococcus pneumoniae). Other identification method - vitek® gp cards = streptococcus gordonii (for the 2 tests 24h/48h). Expected identification - unknown. . Orientation tests - unknown culture conditions- -culture media = 37c, 5% co2, on sheep blood agar. -the testing on 22feb2018 was 24-hour growth and the testing performed on the 23feb2018 was 48-hour growth. Issue date - 22feb2018 and 23feb2018. Fine tuning date before the first issue: 08feb2018 and an unscheduled fine tuning was performed on 22feb218 (later that afternoon). It is suspected that the test performed on 22feb2018 was done before the fine tuning. Conclusion on the system: the system was operational during the tests performed on 23feb2018. A fine tuning was completed in the afternoon on 22feb2018. Consequently, the cause of the misidentification obtained on 23feb2018 is not linked to the fine tuning of the system. The spot preparation was not optimal (the "all peaks number" from the sample strain is quite heterogeneous). Conclusion on the identification: the most probable identification is streptococcus gordonii. This identification was confirmed internally with the customer's strain when retested on vitek ms kb v3.0. Five (5) spots were made and all of them gave a single choice to s. Gordonii. Suspected root cause of the issue: non-optimal spot preparation. The misidentifications were not reproduced internally with good quality spot preparation.